Event description:
It was reported that the patient presented to the emergency room for hypoglycemia which was stated to be a non-vad related issue. When connecting the patient to the power module, a pin broke off into the system controller without the operator's knowledge. When taking the second power connection off, the patient experienced a double power disconnect, leading to the discovery of the broken pin in the first power connection. The ventricular assist device coordinator exchanged the patient's system controller to the patient's backup 2.0 l/min low flow threshold system controller. As this patient had recently received this new system controller (per-2026-0045340).

Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.